Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause was undetermined. Removed catheter segments were discarded. No further complications were reported.

Manufacturer narrative:
Implant date and explant date corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving hydromorphone, 1mg/ml concentration at 0.1 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that the catheter had a tear/hole/fracture. Catheter segment was intentionally left in patient. The rep had entered a normal elective replacement indicator (eri) replacement case on (B)(6) 2018. During the case, the hcp was unable to aspirate the catheter when opening the pocket. The hcp then decided to cut the pump connector piece and try to aspirate from there. The hcp could still not get cerebrospinal fluid (csf) and decided to replace the existing catheter for an 8780. When the hcp opened the patient's spinal region, he saw the existing catheter was broken. He attempted to remove the fragmented pieces but the catheter retracted. The hcp decided to leave 9 cm in the intrathecal space and continue implanting the new 8780 catheter. The hcp believed the patient had to have gone through withdrawal at some point while receiving intrathecal therapy since the catheter was broke so he had been increasing the patients dose to provide the patient with pain relief. After discovering the fragmented portion of the catheter, he decided to decreased the patient's dose. No further complications were reported.